Event description:
Complainant alleged that during training by facility staff the device failed self test intermittently. The complainant indicated that there was no pt involvement in the reported failure.